Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015 information was received from a consumer regarding a patient receiving intrathecal medication via an implanted pump system. The patient mentioned they were put on a large dose of medicine by their doctor. They had feelings of killing themselves. They were able to work with someone to get themselves straightened out. Additional information was requested to determine what medication was in the pump at the time of the event, when the event occurred, who the patient spoke to regarding their suicidality, and what steps were taken to resolve the event.

Event description:
Additional information was received from a consumer. The patient could not recall the name of the medication and stated that it was a newer medication at the time that they were still studying. The patient had to go through a psychiatric evaluation before being on the medication, because they knew that one of the side effects was suicidal thoughts. The patient stated that the issue occurred because he switched insurance and got the plan he needed, but initially his primary care doctor would not write a referral to another doctor, so he had to see this other guy who took him off all of his medication and put on these crazy combinations that made him psychotic. When the suicidal thoughts occurred, the patient went to the hospital that was studying the drug. The patient could not recall where and stated that they turned down the drug in the pump. The patient stated that if he hadn't gone there no one else would have known what to do. Eventually they let the patient go back to a previous doctor and they were able to even everything out and the patient was currently doing well.